Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial pt experienced a shocking or jolting sensation when trying to change programs. There was no known related incident or accident reported. No further symptoms or injury were reported. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report.